Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava filter was deployed via the right common femoral vein for left leg deep vein thrombosis with extension to pelvic veins. Inferior vena cavogram revealed placement of the filter below the renal veins, with patent renal veins and lumbar veins, no clots present. Approximately three years and five months post ivc deployment, the patient presented with cholecystitis and underwent laparoscopic cholecystectomy. Anticoagulation medication was not found at discharge. A week later the patient presented with surgical complications and underwent percutaneous hepatic cholangiogram, patient was discharged without anticoagulation. Approximately six years and ten months post ivc deployment, the patient presented with left lower extremity deep vein thrombosis and pulmonary embolus. CT of the chest was performed for shortness of breath and revealed small pulmonary arterial emboli within the left lower lobe and lingular branches of the pulmonary artery. CT of the abdomen and pelvis for abdominal pain revealed the ivc filter with tip below the level of the renal veins. Caudal to the filter, there was expansion of the ivc, common iliac veins, external iliac veins and superficial femoral veins, consistent with extensive dvt. Per lower extremity swelling, a bilateral venous doppler was performed which revealed extensive deep vein thrombosis in the left lower extremity, no deep vein thrombosis on the right. Venography revealed superior to the filter a caval thrombus, with thrombosis in the ivc extending several centimeters. Two days later, a trapease type ivc filter (second filter) was successfully placed suprarenal for pulmonary embolism. Bilateral lower extremity venography demonstrated extensive left lower extremity deep venous thrombosis with no right-sided dvt. Patient was successfully treated with angiojet thrombolysis and left iliac vein stent. No further information is provided per current records, the current status of the patient and the ivc filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years and ten months post ivc deployment, CT of the chest was performed for shortness of breath and revealed small pulmonary arterial emboli within the left lower lobe and lingular branches of the pulmonary artery. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis, recurrent pulmonary embolism, and deep vein thrombosis post filter implant. Furthermore, the patient allegedly experienced shortness of breath and edema. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.